Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (over 600 mg/dl). The ketone level was large and was considered as being dangerous by a healthcare provider. The cause of the event was not known. High bg was addressed by consuming water and a bolus via the pump. As the customer's parent usually assists with a bolus calculation, the customer was assisted during this event. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.